Manufacturer narrative:
The investigation determined that lower than expected ca patient results were obtained from a vitros cl slide cartridge that was mis-identified as a vitros ca slide cartridge on a vitros 5600 integrated system. The assignable cause of this event is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system software was operating as expected.

Event description:
A customer obtained vitros ca results from 6 patient samples that were lower than the vitros ca reportable range (<1.00 mg/dl). The customer unloaded the vitros ca slide cartridge in question and identified a vitros cl slide cartridge that was mis-identified as a vitros ca slide cartridge. The miss-identified results were not reported from the laboratory and there was no report of patient harm as a result of this event. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).